Manufacturer narrative:
Bioplex 2200 is connected to inpeco laboratory automation system (tla) at (B)(6) in norway. On sept 15th, 2022, a request came from (B)(4)(distributor of the inpeco tla in norway) to access the communication logs between bioplex and tla because of an error at the aspiration position of the tla, a sample tube became stuck in the track line at the bioplex gating area. The bioplex pipetted from the tube several times and misassigned the sample to subsequent accession numbers. (B)(4) has confirmed that the incident was detected by the testing laboratory and results were not reported. The laboratory retested the samples without recurrence of incident. On september 19th, bio-rad technical support personnel escalated the case as a potential adverse event. Software engineers from inpeco and bio-rad are evaluating event logs and investigating the root cause for this issue.

Event description:
The bioplex is connected to a inpeco laboratory automation system (tla). Due to an error at the aspiration position of the tla, a sample tube became stuck in the track line at the bioplex gating area. The bioplex pipetted from the tube several times and misassigned the sample to subsequent accession numbers. The incident was detected by the testing laboratory and results were not reported to the patient.